Manufacturer narrative:
(B)(4). Approximate age of device - 56 days. The device remains in use supporting the patient. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for weakness, anemia and diaphoresis on (B)(6) 2015. The patient underwent an upper endoscopy on (B)(6) 2015 where an unspecified site of bleeding was cauterized and clipped. The patient received fresh frozen plasma and packed red blood cells during the hospital stay. The patient reportedly had no history of gi bleeding prior to the lvad implant. The patient has also had 2 minor epistaxis events since implant. The patient is on warfarin 7.5 mg daily. The last international normalized ratio (inr) on (B)(6) 2015 was 1.1. The patient will be scheduled for frequent inr testing and will be started on enoxaparin if the anticoagulation is subtherapeutic. The patient is currently on protonix. No additional information was provided.